Event description:
Procedure type: bowel resection. According to the reporter: the complaint is that after applying the following instrument for a bowel resection, majority of staples weren't properly formed. The surgeon threw the instrument on the ground causing the instrument to break. A new instrument was taken out for an additional resection.

Manufacturer narrative:
(B)(4).